Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge broke as customer was attempting to remove it. There was no reported adverse impact to the customer's blood glucose level. Customer was able to successfully remove the cartridge and install a new one.